Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the header bag, carrier tube assembly mated with hemostasis sheath and the polyfoil pouch. There were some blood-like substances on the returned sample. The hemostasis sheath was mated to the carrier tube assembly and the locking mechanism was set to rear lock position. The device was subjected to visual analysis. The anchor was observed to be located within the hemostasis sheath. No other visual anomalies were observed. Functional testing was performed on the returned device. The locking mechanism was reset to forward lock position. The anchor was observed to release from the tip of the hemostasis sheath. The device cap was pulled back to rear lock position and the anchor became posted on the tip of the hemostasis sheath. A digital force was applied to the anchor and the collagen and suture released along with the tamper tube. There were no other functional anomalies observed. The complaint can be confirmed for the failure of non-deployment device pullout. The likely root cause for this issue could likely be an obstruction to the tip of the sheath not allowing the anchor to release completely. Over insertion of sheath could likely cause this to happen. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Weight - (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. Patient info - 5'5" and bmi 25.26. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was attempted on the left side. The device was inserted via the angio-seal sheath and clicked as usual. They pulled back as usual however upon steady pull back of entire device there was no tamper or thread or anything anchoring to the vessel any longer. The entire system was out of the body. Manual pressure was held. Heparin was reversed and manual pressure held to achieve hemostasis at the venus site. The patient was in stable condition. Additional information was received on 06aug2021. The estimated blood loss was less than 250ml. The patient had a successful transcatheter aortic valve replacement (tavr) implant. Manual compression was used after the issue was noted.